Manufacturer narrative:
Patient information was not available at the time of this report. Device manufacture date not available at this time. Software evaluation has not yet been completed.

Event description:
Surgeon reported registration inaccuracy in the trajectory views while in a spine procedure. Surgeon opted to continue the surgery with the use of the stealthstation. There was no impact on patient outcome.